Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with heavy tortuosity, heavy calcification and 90% stenosis. A 3x33mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the anatomy. The sds was pushed in an attempt to cross the lesion and the stent implant became bent. The device was withdrawn and resistance was noted due to the patient anatomy. A 3x38mm xience alpine sds was used to successfully treat the lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.